Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this recently implanted cardiac resynchronization therapy defibrillator (crt-d) system revealed a wide complex rhythm at approximately 125 beats per minute (bpm). Technical services (ts) was contacted for assistance in determining whether the observed rhythm was high rate pacing or ventricular tachycardia (vt). Review of various strips comparing various settings (ddd 60-130 bpm as/lvp, 120 bpm ap, and vt) and the rhythm in question did not appear to match the strip containing true vt. This crt-d remains in service. No additional adverse patient effects were reported.